Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with her serter. Then she mentioned she had a low blood glucose episode of 40 mg/dl, treated with glucagon shot. She declined troubleshooting.